Manufacturer narrative:
Analysis was normal. No anomalies found.

Event description:
It was reported that the asymptomatic patient presented for follow up in backup vvi mode. Due to battery status no further trouble shooting could be performed. The device was explanted and replaced successfully. The patient was discharged home.